Manufacturer narrative:
It was discovered while troubleshooting with bci hotline that no reagent pack was present in the slot of the reagent storage carousel. Service was not dispatched for this event because the root cause was determined during troubleshooting with bci hotline.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding ind/no value flags for bhcg on three levels of qc generated by the unicel dxc 600i synchron access clinical system for several patients. No patient results were reported outside of the laboratory. The customer did not receive any report of patient injury or change to patient treatment attributed or connected to this event.